Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, sui. It was reported that following insertion the patient experienced extrusion, infection, neuromuscular problems and vaginal scarring. It was reported that patient underwent repair of mesh with excision of some mesh on (B)(6) 2010 due to vaginal bleeding, erosion and pelvic pain. It was reported that patient underwent mesh removal on (B)(6) 2012 and (B)(6) 2013 due to erosion. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/08/2016. (B)(4). It was reported that following insertion that the patient experienced discharge.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.